Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. Son is calling on behalf of the customer; customer is visiting her son in the (B)(6). The customer is concerned with tests results from results obtained of 79 and 22 mg/dl. The customer also stated that she had gotten a wide variance between both blood readings, 22 mg/dl and then 79mg/dl. The customer's expected fasting blood glucose test result range is 70 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/29/2018 and open vial date at time of call is one - two weeks. The meter memory was reviewed for previous test result history (date/time not set): the 79mg/dl (B)(6) 2016 12:48 pm fasting:yes, the 22mg/dl (B)(6) 2016 12:28 pm fasting:yes, the 64mg/dl (B)(6) 2016 01:39 pm fasting:no, the 72mg/dl (B)(6) 2016 12:15 pm fasting:no, the 85mg/dl (B)(6) 2016 10:45 am fasting:yes.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. Son is calling on behalf of the customer; customer is visiting her son in the (B)(6). The customer is concerned with tests results from results obtained of 79 and 22 mg/dl. The customer also stated that she had gotten a wide variance between both blood readings, 22 mg/dl and then 79mg/dl. The customer's expected fasting blood glucose test result range is 70 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/29/2018 and open vial date at time of call is one - two weeks. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).